Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had draw volume issues. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Manufacturer narrative:
Catalog # corrected to 363083.